Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is february 8, 2019.

Manufacturer narrative:
The insulin pump passed the displacement test and basic occlusion test. Motor error alarm during occlusion test and unable to prime during prime test due to faulty force sensor resistor. Unable to perform excessive no delivery test due to priming anomaly. Motor passed motor test. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the insulin pump had motor error. The customer¿s blood glucose level was 12.2 mmol/l at the time of the incident. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.